Event description:
Further information was provided that the surgeon did phacoemulsification, then noticed posterior capsular rent, so sulcus lens was inserted into the eye. The surgeon then noticed one of the haptics was off the lens. The lens was cut out and the haptic was retrieved. A new iol of the same model was placed.

Manufacturer narrative:
Additional information provided evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned in the lens case. Viscoelastic is dried on the lens. One haptic is broken-distal tip (not returned). The optic edge is torn through the other haptic insertion area. The optic is scraped near the center and has additional torn/split areas. The optic is torn/split into two portions, similar in appearance to damage from removal. The qualified associated cartridge was also returned. Only a minuscule amount of viscoelastic was observed inside the cartridge. Slight stress lines were observed at the anterior surface of the tip. The cartridge does not show evidence of being fully slid forward into the handpiece for delivery. Qualified associated products were indicated. The reported broken haptic damage was observed. Optic damage was also observed. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. . There is evidence that the cartridge may not have been fully seated in the handpiece. The dfu instructs the user to insert the cartridge into the handpiece and fully slide the cartridge forward into the handpiece locking slots. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic came off after in patient's eye. There was patient contact. Additional information was provided that the iol was exchanged during the initial procedure. The wound was enlarged and a suture was placed. There was no patient harm.